Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised, including admission to the intensive care unit, with hypoglycaemia and fast atrial fibrillation on (B)(6) 2026. The patient's blood glucose levels declined to 0.8 mmol/l (14 mg/dl) at 5:30 am while wearing the pod on the abdomen. The patient had gone to bed with a blood glucose level of 9 mmol/l (162 mg/dl) and the omnipod 5 controller/personal diabetes manager (pdm) was in automated mode. In the night the pdm switched to manual mode, reportedly leading to an excess of insulin delivered. Symptoms reported include loss of consciousness. As treatment, the patient was taken off of omnipod therapy and they were managed with a sliding scale protocol of insulin and glucose for 24 hours. Omnipod therapy was later resumed while still in hospital. The patient was discharged after two days (B)(6) 2026.

Manufacturer narrative:
The product model number, catalogue number and manufacture date were updated.